Event description:
Puritan bennett received information stating patient was having difficulty breathing post cardio valve surgery; while on a ventilator. Medical doctor requested patient to be placed on a second ventilator as it was believed ventilator was not working adequately. Patient expired during ventilator change. A customer service engineer (cse) inspected the device and ventilator worked according to puritan bennett's specification.